Event description:
It was reported that during an initial total knee arthroplasty, the articular surface would not seat on the tibial tray. Another implant was used to complete the procedure without further complication. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial tray: catalog#ni, lot#ni. G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h11. Visual examination of the returned product found the distal surface to exhibit damage nicked/gouged and the dove tail locking features to be compressed and flared out. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to use error. Detailed instructions for inserting the articular surface are provided in the surgical technique which indicates that damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.